Manufacturer narrative:
Based on the device history record, lot number 190812-16-sh was manufactured on 8/29/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.210 g / 10 pieces. No physical sample was provided; however, photos were provided. Blue lint was noted on photo. From the investigation, there is no abnormal situation which happened during production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, the supplier will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Cath lab is reportedly experiencing blue lint coming off the blue or towels. It is a single sterile towel pack.